Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits severe detritus adhesion on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The fiber tip (cap) was cleaned during the procedure. The first fiber issue was noted at 72,165 joules and 12:55 minutes of use. The second fiber issue was noted at 65,200 joules and 9:45 minutes of use.

Event description:
It was reported that during bph procedure, the fiber was observed to be forward firing. The fiber was exchanged, and the second fiber exhibited the same issue. The procedure was completed using a third fiber. No patient injury was reported. This report is for the second fiber.